Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) blue fiber cable port to resolve the issue. The system was verified and ready to use. Isi has not received the blue fiber cable port for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the blue fiber cable port on the back of the patient side cart was loose. The customer stated that the blue fiber cable had issues locking into place and could fall out easily if pulled. There was no report of patient involvement.